Event description:
The account alleged that a nurse attempted to move the bed and the siderail dropped and she injured her back. She latched the siderail and was leaning on it when it fell; she was talking to the pt. The nurse is back to work.

Manufacturer narrative:
The technician investigated, tested the siderails and found no issues. The affinity three birthing bed and affinity four birthing bed user manual states: the affinity three birthing bed and affinity four birthing bed are intended to be used to transport pts with the foot end of the bed forward. Prior to transport, properly store the power cord to help prevent tripping. Use only the headboard transport handles to move the bed during transport.